Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) proxminal segment of the lead was returned and analyzed. Outer insulation breached environmental stress cracking (esc), proximal conductor stretched, inner and outer insulation cosmetic esc, outer insulation cosmetic depression.

Event description:
It was reported the lead was removed due to infection. No further patient complications were reported as a result of this event.